Event description:
Complainant alleged that during a routine shift check by a clinician, the unit displayed a "bridge test failure" message when the 30 joule self test was performed. The complainant indicated that there was no pt involvement in the reported malfunction.